Event description:
It was reported that the pace/sense portion of the rv lead was capped, and replaced with a new pace/sense lead, due to high pacing impedance and oversensing. The high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), no additional information was provided. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after implant duration of approximately 151.7 months, due to unknown reasons. No further details were provided.